Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was admitted due to complaint of chest pain at generator site and loss of voice experienced while at school. It was also reported that the patient experienced aphasia with stimulation. The family taped the magnet over the generator overnight and the next day epileptologist interrogated to find no errors and diagnostics within normal limits and set the device to 0ma. Patient's pain reportedly improved, and voice returned since disabling device and patient was discharged. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information received. The suspected device was later replaced due to prophylactic reasons. The device is being set back to the manufacturer but has not been received to date. No other relevant information has been received to date.

Event description:
Further information was received that, per the physician, the cause of the patient's aphasia, pain, and voice alteration is possibly vns stimulation. The patient's vns was re-enabled.